Manufacturer narrative:
The device was received for evaluation. Visual inspection on the returned sample revealed the tubing was separated from the y-site clearlink. Additional inspection was performed on the separation and there was no evidence of solvent application around the tubing that is inserted in the y-site. Dimensional tests were performed on both parts and no issues were noted. The reported condition was verified. The cause of the condition was due to human production during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the piggy back port/connection line of a clearlink system nitroglycerin set was completely disconnected from the main IV tubing. The disconnected components were discovered after opening the packaging and prior to patient use. There was no patient involvement. No additional information is available.